Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not confirmed. Device passed all functional testing. Unable to determine, however dso sensor had a higher mv in mu mode. Error was found in ehl (event history log). Replaced dso (downstream occlusion sensor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed alarm -cassette not attached properly, reattach cassette- while the device was not used with a patient. No patient injury was reported.